Event description:
The account stated that the architect bhcg reagent has generated discrepant results on a patient sample. The results for a patient sample processed three different times were between 41.7 - 49.25 miu/ml. The sample was then analyzed on the axsym analyzer and the result was non-reactive 009 miu/ml. The sample was then tested on a second axsym analyzer, and the result was non-reactive 0.000 miu/ml there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The correct catalog number is 7k78-25. Evaluation: (see comments below). No investigational testing was undertaken for complaint (B)(4) as there was sufficient test data available from internal testing and (B)(4) testing of b-hcg samples to address the performance of the reagent kit in question. A comprehensive review of manufacturing data, in process and final release test data did not identify any issues that could impact the performance of the architect total b-hcg reagent lot in question and indicated that all specifications were met prior to release. As part of the investigation, a review of the performance of architect total b-hcg assay in (B)(4) for peptide hormones and related substances was conducted and it can be concluded that the assay is precise, giving results close to the target value. Other architect total b-hcg reagent lots were tested and the assay continues to demonstrate acceptable performance.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78 that has a similar product distributed in the us, list number 6c21.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.